Manufacturer narrative:
The returned device was patent. The delta chamber passed leakage, siphon control, pressure flow characteristics and preimplantation testing. No tears on the delta chamber were evident during visual inspection and no air bubbles were observed during leakage testing therefore the field observations could not be observed by the laboratory personnel. IFU states that ¿use of sharp instruments while handling these devices can nick or cut the silicone elastomer, resulting in leakage and necessitating shunt revision. Care must be taken when closing incisions to ensure that the valves are not cut or nicked by suturing needles.¿ review of DHR for lot # e70772 did not identify any finding correlated to the complaint. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a obstructive hydrocephalus patient required a low pressure valve. After the valve and 3 way connector were implanted, they were both found to be leaking. The valve was leaking from the chamber, and the connector was leaking distal or tail end of the y. The patient had the components replaced with a new 3 way connector and valve which was set at 0.5. It was stated that their 4th ventricle obstruction cleared. The patient was now draining well and according to the registrar, they were doing well with no further complications.